Event description:
The customer alleged they received questionable creatinine plus (crep) and urea/bun results on their c501 analyzer for two patients. The first patient's initial crep result was 2.95 mg/dl and initial bun result was 22 mg/dl. The initial results were reported outside the laboratory. Based on the questionable initial results the doctor requested a new sample be drawn on (B)(6) 2013. The new sample from the first patient's had a crep result of 0.58 mg/dl and a bun result of 10 mg/dl. On (B)(6) 2013, the first patient's initial sample was then repeated and the crep result was 0.73 mg/dl and bun result was 9 mg/dl. On (B)(6) 2013, the second patient, a (B)(6) year old male patient, had an initial crep result of 5.40 mg/dl and it was reported outside the laboratory. Based on the questionable initial result the doctor requested a new sample be drawn on (B)(6) 2013. The new sample from the second patient had a crep result of 0.8 mg/dl. On (B)(6) 2013, the second patient's initial sample was then repeated and the crep result was 0.67 mg/dl. The patients were not adverse affected by this event. The crep and bun reagent lot numbers and expiration dates were requested but not provided. The field service representative went on site. He performed a precision check of serum samples run after urine samples and saw imprecisions in the crep and bun results. He replaced the sample probe. He cleaned the sample probe and rinse station. He stated that the precision of serum samples run after urine samples became significantly better.

Manufacturer narrative:
This event occurred in (B)(6).